Event description:
The physician was treating a left internal carotid artery aneurysm. He was attempting to deploy a px400 coil and the coil would not detach. He successfully removed the coil and completed the case with more px400 coils.

Event description:
Patient was undergoing treatment tor coil embolization of left ica aneurysm. Px slim microcatheter used to access the aneurysm. Upon placement of three coils the microcatheter was kicked out. Physician continued attempts at accessing the aneurysm. He then saw dye extravasation coming off the left side of a1, resulting in a subarachnoid hemorrhage. The perforated a1 vessel and untreated lobes of the aneurysm were occluded with six more coils, which lead to complete embolization with no further evidence of dye extravasation. After, the patient became very sleepy and lethargic. Hydrocephalus was noted in her frontal lobe so an emergent ventriculostomy was placed in the right frontal area. She was then intubated and placed on a ventilator. Patient was discharged after two week stay in hospital. This event was initially reported via email on as ¿unrelated¿ to the pc400 system, and related to the angiographic procedure. In a follow up communication the site coordinator changed the relationship to ¿definite." A product problem for this event was initially reported with MDR 3005168196-2012-00418. The adverse event in this MDR was not linked to this patient until (B)(4) 13.

Event description:
Additional information from physician: physician was treating a tri lobed short wide left internal carotid artery terminus aneurysm with minimal tortuosity. He tried to detached two times with the handle but was not successful. He detached the coil by holding the hypotube and pulling the pull wire with hemostats. He did not have space to reposition the catheter.

Manufacturer narrative:
Hemorrhages are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is related to MDR 3005168196-2013-00215.

Manufacturer narrative:
Device investigation: results: the coil is not detached from the pusher assembly. The pet lock at the proximal end of the pusher is not broken. The pusher is folded and kinked 26 cm from the proximal end. The pull wire is in place inside the distal detachment tip (ddt) capture feature. The kink in the proximal section of the pusher was partially straightened and the proximal end of the pusher was introduced into an example detachment handle. The handle was actuated, after which the pet lock was observed to be broken and the 2 parts of it separated by approximately 1 cm. The coil did not release from the distal detachment tip even thought the pull wire was completely out of the ddt. There was a significant quantity of dried blood remaining in the ddt, preventing the release of the proximal constraint ball from the ddt. Under normal delivery conditions the coil would have released. Conclusion: the failure to actuate the pusher release mechanism could not be duplicated. The failure to release the coil in the course of the investigation was the result of patient blood which had dried in the device and held the constraint ball glued inside the ddt. The kink in the pusher assembly likely occurred during packaging the device for return. The cause of the failure to release during the case appears to have been a failure to properly actuate the release mechanism. The cause of this cannot be determined. The manufacturing records for this were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.